Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medication and affecting patient care delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not responding. A technical support specialist deployed the remote support service package and update the configuration to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.